Event description:
61 y/o white male was admitted to the hospital on 2/7/97 for removal of penile prosthesis which is malfunctioning. A new prosthesis was implanted. The explanted prosthesis was sent to the hospital lab for examination. The pathology report is attached. Gross description: received in formalin is a single specimen labeled removed penile implants, consists of two intact plastic filled cylindrical structures, each approximately 16.0 cm in length. There is a port end, which is closed and sealed on one end. I do not see distinguishing marks or numbers. Tissue is not present. Diangosis: removed penile implants: intact synthetic implants without gross abnormalities (gross diagnosis).